Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an allergic reaction was suspected after the box change. The patient experienced skin irritation and a rash around the incision site. The st. Jude materials kit for allergy testing was ordered and performed.